Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) found that the patient's complaint was confirmed. The led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that patient forgot to recharge the stimulator for quite a long period of time and now the charger will not charge the green lights come on only when it is on the dock but they are only cycling they never get solid it does not become charged it had been on the dock for 6 hours, they typically did not leave it on the dock plugged into power between uses, they put it away into the case. Asked caller if they had the ac power adapter and the thick white cord that came with the equipment and caller said they had been using a different cord and a netgear ac adaptor. During the call they found the thick white cord but did not find the original ac power adaptor. Worked with caller to try to restart the charger by pressing and holding down the power button on the top of the charger off and then on the dock while the dock was plugged into ac power (with the correct cord and the netgear adaptor) but the scrolling lights did not resolve. Reviewed we will send them a replacement and we would send the correct ac power adaptor. The issue was not resolved. An email was sent to the repair department to replace the device.